Event description:
It was reported that a flipped pump was confirmed and the catheter was broken at the proximal segment. Surgical intervention was performed and the catheter was spliced on the spinal segment near the back. It was noted the catheter was broken 3.25 cm from the sutureless connector. The pump was sutured into place on all suture loops. The patient status at the time of the report was ¿alive no injury¿ and there were no patient symptoms or complications associated with the event. The pump was being used to deliver morphine. It was further reported that the patient had x-rays performed by the health care provider (hcp) to determine the pump was flipped. The hcp was unable to obtain access during refill. It was noted the patient was very active and that may have caused the sutures to break on the suture loops. The patient was presently receiving therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).